Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Per tandem¿s instructions for use: do not use any other insulin with your system other than novolog/novorapid(novo nordisk insulin aspart) u-100 insulin or humalog (eli lilly insulin lispro) u-100 insulin. Use of insulin with lesser or greater concentration can result in under delivery or over delivery of insulin. This can cause very high or a very low blood glucose. H3 other text : device not returned.

Event description:
It was reported that an occlusion alarm occurred. The customer was using fisap insulin with the pump. Tandem customer technical support informed customer that fisap insulin is off-label per the user guide. The customer's blood glucose level was 506 mg/dl. Reportedly, a correction bolus was delivered, and the customer changed cartridge and infusion set to address bg.